Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided biopsy procedure using maxcore device. Prior to a procedure, the button cannot be locked and will pop up automatically. The procedure was completed using another device. There was no patient contact.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided biopsy procedure using maxcore device. During the procedure, the button cannot be locked and will pop up automatically. The samples were collected 5 times in total, but only a small amount of samples were obtained in the third time. No coaxial was used. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one maxcore biopsy device was received for evaluation. During visual evaluation, the device appeared to be clean and was received in half primed position. No visual anomalies were noted to the device. Upon functional testing, the device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 3 times in a chicken breast with each trigger, for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were obtained with no issues. A drop test was performed using a drop test apparatus with the top slide locked in place. After the sample was released, the top slide did not self-activate. One electronic photo was provided and reviewed. The photo shows, one maxcore device which is in initial position and yellow guard attached to the needle and placed within the open package, and it is partially visible. Based on the provided photo, reported events cannot be confirmed. Therefore, the investigation is unconfirmed for the reported failure to prime and failure to obtain sample as the received device was able to prime, fire and obtain samples without any issues. The investigation is unconfirmed for the reported self-activation or keying issue as the received device was not self-activated during the functional testing. A definitive root cause for the reported failure to prime, failure to obtain sample and self-activation or keying issue could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier UDI) #), g3, h6 (patient, device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.